Manufacturer narrative:
This report was initially submitted on 8/31/2016 via mail. However, we then received a message from the FDA that all reports then had to be submitted electronically. It took a few weeks to get our production account up and running which caused the delay in reporting.

Event description:
During a case the table collapsed on one side, the patient's right side and the patient slid to the floor. The patient was not injured. Facility: (B)(6). This table allegedly "functioned/ moved" on its own allowing a patient to fall off the table. Case ID: (B)(4). Contact notes: after several attempting to contact (B)(6) I was finally able to talk with her on (B)(6) 2016 at 1255 pm. (B)(6) had asked if I would send someone form skytron corporate to inspect the table. I advised her that when a table is involved with an issue like this we would rather have the table shipped to skytron for a deep dive investigation. She stated that she would need to seek approval for this as she was directed to sequester the table. I advised her that if she could not attain the approval that I would send a technician on site for an initial diagnosis inspection but this would not be as detailed as if the table was at skytron, she said she understood. Then she shared with me that they had concerns about a recent repair in june. She mentioned that one of the facility staff had seen the skytron distributor technician at a certain stage of the repair and that they had the table in several pieces and that the facility is concerned that this may have contributed to the incident.